Event description:
It was reported that during service of the homechoice (hc) machine, it failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec. The customer discontinued use of the hc machine and returned it to baxter (B)(4). There was no report of patient/user involvement, injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The external and internal visual inspection was performed and revealed no problems. The device passed the volumetric accuracy and temperature verification tests. The rite therapy parameters were programmed and the device successfully completed the testing. The volumes transferred during fills and drains were monitored and were found to be within specifications. An inspection performed on the door and piston revealed no anomalies. The reported issue of rite failure (fill 1, drain1, fill 2, drain 2 volumetric out of limits) was confirmed by duplication during rite functional testing. The assignable cause was determined to be incorrect programmed rite therapy fill volume. The device was determined to meet specifications for the reported issue. Device will be sent to service area for servicing.